Manufacturer narrative:
Device evaluation: service technician observed those communication errors so suspected communication failure, and checked connection between pcbas (printed circuit boards). Resolution and disposition: service technician performed run-in test and confirmed the unit operated properly without any issue. No parts were replaced.

Event description:
The international customer sent the v60 vent for repair to the international service center. During device evaluation, the service technician reviewed the diagnostic history log and identified the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. There was no patient involvement.